Manufacturer narrative:
An event regarding an assembly issue involving a abgii. Extractor for fem. Stem was reported. The event was not confirmed. Device history review indicated that all devices were manufactured and accepted into stock with no reported discrepancies. Complaint history review indicated that there have been no previously reported similar events for the same lot number. The exact cause of the event could not be determined because the reported event could not be confirmed as the reported device was not returned for evaluation. The reported device is needed to complete the investigation for determining root cause.

Event description:
The implant surgeon at the clinic reported that "while using the extractor for the last 2 revision surgeries, the device had insufficent stiffness and strength. The axial rod screwed into the extractor is made of too soft metal: it deforms and the extractor rod mismatched constantly. This made - the revision of ms jg on (B)(6), 2013 very difficult.

Event description:
The implant surgeon at the clinic reported that "while using the extractor for the last 2 revision surgeries, the device had insufficient stiffness and strength. The axial rod screwed into the extractor is made of too soft metal: it deforms and the extractor rod mismatched constantly. This made the revision of ms jg on (B)(6) 2013 very difficult.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).